Manufacturer narrative:
D4 unique identifier (UDI) for pump:(B)(4). D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the left cylinder was found. The pump and the cylinders were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders had two pinholes in the distal end of the cylinder from sharp instrument. Both cylinders had wear at folds in the middle of the cylinder. Both cylinders did not pass the leakage testing due to the leak from sharp instrument. Momentary squeeze (ms) pump was microscopically inspected, and the tubing was cut down to the pump block. Ms pump failed activation tests. Ms pump passed leak test. Based on this investigation a clear probable cause for the event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the left cylinder was found. The pump and the cylinders were explanted and replaced. No patient complications were reported.